Event description:
Arthroscopic shaver left metal shavings, for which pt had to be irrigated & suctioned.

Manufacturer narrative:
The used device was returned and, upon visual inspection, it was found to have signs of abrasion and galling on the outer shaft. Inspection of the inner shaft revealed galling marks as well and contamination build-up in the hub on the inner shaft. Inspection of the hub on the outer shaft revealed presence of metal shavings along with a crack on the distal end of the hub. It was concluded that the cause for shaving generation was the excessive exertion of lateral forces ("side-loading") on arthroscopic shaver instruments during clinical use. The instructions for use state: "do not apply excessive pressure or "side-load" the blade during use. Side-loading does not improve performance of the instrument, can dull the blade, and/or produce metal particulates."